Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received this alarm is generated when a power failure is detected. Due to non-sleep anomaly software error. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 181 mg/dl. The insulin pump will be returned for analysis.